Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed out and was admitted to the hospital. The implantable cardioverter defibrillator (ICD) was attempted to be interrogated, but telemetry could not be established. The device had reached end of life (eol). The physician wanted to replace the device, but the patient's power of attorney refused. The device remains in use. No further patient complications have been reported as a result of this event.